Event description:
The customer reported to baxter (B)(4) on (B)(6), 2010 an incident where a set was found leaking solution into the buretrol chamber despite the roller clamp being shut with this buretrol IV solution administration set. The roller clamp was taped down to prevent further leakage into the chamber. The patient was set to receive an unknown critical drug. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. No additional information was available.

Manufacturer narrative:
The sample is available and is pending evaluation by baxter (B)(4). A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4)

Manufacturer narrative:
(B)(4): correction/additional information. The sample was not available for evaluation. The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review could not be performed as the lot number was not provided by the customer. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.